Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the hemostatic valve and handle cap port where the flush luer connects to the valve hub. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified that the outer and inner valves were torn, and that both valves were not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After going transseptal and advancing the sheath into the left atrium, the sheath was used to map with a mapping catheter. The mapping catheter was removed, and a farawave catheter was inserted into the sheath. Upon aspirating and flushing the sheath, bubbles were seen coming out of the sheath. The physician continued to aspirate, however, more bubbles continued to appear. The catheter was removed, fully flushed outside of the patient, and put back into the sheath. However, the problem still persisted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After going transseptal and advancing the sheath into the left atrium, the sheath was used to map with a mapping catheter. The mapping catheter was removed, and a farawave catheter was inserted into the sheath. Upon aspirating and flushing the sheath, bubbles were seen coming out of the sheath. The physician continued to aspirate, however, more bubbles continued to appear. The catheter was removed, fully flushed outside of the patient, and put back into the sheath. However, the problem still persisted. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.